Manufacturer narrative:
Section b5: correction: it was reported in the initial report that the patient had received a computed tomography angiography (cta) scan that was positive for thrombus in the outflow graft and the patient was stented to resolve the issue. This is captured in MFR. Report # 2916596-2021-05418. Manufacturer's investigation conclusion: low flow alarms were confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. The controller event log file contained data on (B)(6) 2021 spanning from 05:20:39 to 09:52:48, per the timestamp. Numerous low flow events were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute (lpm). A total of (B)(4) low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were recorded, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. No further relevant information has been provided by the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic post outflow graft stenting (2916596-2021-05418). The patient was acutely short of breath (sob) with 20 low flow alarms. Log file analysis revealed low flows with high pulsatility index (pi) readings, which seemed to be physiological in nature. It was additionally reported on (B)(6) 2021 that an uptick in emergency backup battery (ebb) engagement was found throughout the system controller periodic log file. It was additionally reported on (B)(6) 2021 that the patient had received a computed tomography angiography (cta) scan that was positive for thrombus in the outflow graft. The patient was stented to resolve the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.